Event description:
It was reported that during a routine follow-up, attempts to interrogate the device were unsuccessful. While connected to an ECG machine, no pacing was seen, either in demand mode or with magnet application. The measured battery data in february 2006 was 2.75 v, 10 ua, <1 kohms. All efforts to read the eri bit in the pacemaker memory were unsuccessful. The patient was not pacemaker dependent with a sinus rate in the 70's.